Event description:
Patient was treated in 2004. Immediately post treatment the patient developed swelling and numbness on jaw line with a tingly sensation. At about four weeks post treatment the patient experienced a pulling sensation in the hairline area and discomfort in both temples across the forehead. Accitionally, at six weeks post the patient noticed five square shaped indentations on jaw line about .5mm deep. The swelling and numbness had all resolved by mid december 2004. Patient is currently being followed-up by a neurologist and a chiropractor for chronic pain. Despite the issues the patient does say they are doing much better. Follow-up with neurologist, this patient is in a small sub-set group of patients with chronic neurophysiologic disorder, which may be triggered by the smallest of events.